Event description:
Epidural placed for maternity pt - post delivery - during removal of epidural catheter, tip broke off in pt's back at skin level - attempted surgical removal unsuccessful. Neurosurgical consult and xray done to locate tip - in l 2-3 space - plan for removal at a later date outpatient.